Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe was missing some of its scale markings. The following information was provided by the initial reporter: "bd 3 ml syringe missing all or some graduate markings."

Manufacturer narrative:
H.6. Investigation: one photo and three-hundred and eighty-three 3ml luer-lock syringes sealed in blisterpaks from batch #1167897 were received. The samples were visually evaluated. Three-hundred and seventy-nine of the syringes were observed to have large amounts of missing print. Four of the syringes were acceptable per product specification. The observed missing print was non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. It is likely a clogged ink manifold because of high ink viscosity contributed to the defects observed. Print defects were found during the manufacture of this batch. DHR was performed. Print defects were found during the manufacture of this batch. Adjustments were made to the printer including an ink manifold cleaning and adjustment of the ink pump and viscosity system.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe was missing some of its scale markings. The following information was provided by the initial reporter: "bd 3 ml syringe missing all or some graduate markings."